Event description:
The customer reported that when they turn on the device, they receive a device error, svc message and a paddle & cable failure in operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.